Manufacturer narrative:
The manufacturer's field service engineer replaced the exhalation valve to address and correct this reported condition. The ventilator was reported as working satisfactorily following this repair. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The field service engineer confirmed the reported condition. No patient involvement.